Event description:
It was reported patient was scheduled for an anchor revision, no further details were provided. Later, a response to the manufacturer's investigational questions from the provider was received. The planned revision was noted to be related to a recent exacerbation of pain. Per the response the planned surgery is for patient comfort and to prevent serious injury. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.